Event description:
Pt had mi with low cardiac output. Received impella 2.5 temporary assist device and transferred to our hosp. Severe bleeding from femoral artery noted. The pt was taken to the operating room where the device was removed. The pt required repair of femoral artery as well as fasciotomy of left lower extremity. The pt required eight units of prbcs. Pt noted to have massive stroke postoperatively (he was intact prior to being taken to the operating room). Given the device is inserted from the femoral artery into the left ventricle, it is quite possible that clot(s) developed around the device embolized and caused massive stroke. Please note we have multiple pts who have had massive stroke / died following impella use. We have notified MFR but have not heard back. This device is potentially serious health hazard and could cause death or other injury. FDA safety report ID# (B)(4).